Event description:
Caller reported malfunction on pump, which displayed a malfunction code that was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support replaced pump, sending a new one with updated software. Caller was provided instructions for putting pump into storage mode, returning it with pre-paid label, and programming the replacement. The customer will use multiple daily injections (mdi) as a backup.